Event description:
It was reported that the patient was admitted to the emergency room with pericardial effusion, due to right ventricular lead perforation. The patient subsequently underwent a pericardial drain procedure. The lead remains in use. No further patient complications have been performed as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.